Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: d8, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer contacted tac (technical assistance center) to report the issue indicated in b5. Tac informed the customer that the drawer should be locking after loading the new cassette. And that the issue may be with the locking mechanism of the drawer not locking, therefore unit does not go forward with the process. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the processor still having issues with the load lcg (disinfectant solution), the drawer does not lock, and he can reopen the drawer. It has happened about 6 times intermittently since last service call in (B)(6) 2024. There were no reports of patient harm.